Manufacturer narrative:
Investigation is not complete. Additional information has been requested from the user facility and the surgeon. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. Event device code is addressed in the package insert. Trends will be evaluated. This report will be amended when the investigation is complete. This is the same event as 1043534-2007-00145.

Event description:
Allegedly failed conserve bfh thr. Case of suspected sensitivity. Revision was carried out one year post-op because of a history of pain, starting 3 weeks post-op.